Event description:
Boston scientific recieved information that the transvenous right ventricular (rv) lead in association with this cardiac resynchronization therapy defibrillator (crt-d) did exhibit low shock impedance. The source of the low shock impedance was not known at the time of this initial report. There were no reported adverse patient effects.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service and no intervention is planned at this time. As new information were to become available, this report will be further evaluated and updated.